Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose (bg) level of 800 mg/dl with ketones. Customer was incoherent and dizzy. Customer alleged that it may have been "pump related" but was not certain of the cause. Bg was treated with intravenous insulin and fluids. Reportedly, customer was released on (B)(6) 2019 with the issue resolved and no permanent damage. Reportedly, the customer reverted to manual injections for insulin therapy.